Manufacturer narrative:
During preventive maintenance at customer site, the thermogard xp ivtm system (sn (B)(4)) failed functional testing due to tcmid:06 (ce post failure) error message. Upon visual inspection, no physical damage was observed. The system will be returned to zoll for further investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
During preventive maintenance at customer site, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message.